Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part has been discarded and is, therefore, not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) device malfunctions occurred during a trochanteric fixation nail-advanced (tfna) procedure on (B)(6) 2016. A guide wire was utilized for the placement of the helical blade. During the reaming process, the reamer would not advance forward past the guide wire. At this point, the surgeon noticed that the guide wire had become bent. The surgeon decided to insert a new guide wire. Once the wire was in place, the surgeon began to drill, but the drill bit broke. The surgeon removed the drill and took an x-ray, which identified the retention of a fragment. The surgeon determined that the broken fragment could not be retrieved and instead continued to implant the helical blade. A one (1) minute surgical delay was noted, but the procedure was completed successfully. At this time, there is no plan to return the patient to the operating room for retrieval of the broken drill bit. This report is 1 of 2 for (B)(4).